Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during atrial tachycardia/atrial fibrillation episodes. It was noted that there were missing electrograms (egm) on episodes. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.